Event description:
It was reported that the patient presented with endocarditis and vegetation of both the right atrial and right ventricular leads as confirmed via echocardiogram. The physician did not allege that the infection was related to the procedure nor the product. The entire system was explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.